Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 45 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the sensor glucose reading would be in the range of 200 mg/dl while the finger stick glucose reading would be 45 mg/dl. No additional information was provided.